Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and identified the probable cause as dirty ise tubing. The fse replaced the ise tubing to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported the generation of erratic patient results for ion-selective electrolytes (ise), including sodium (na), chloride (cl) and potassium (k), on their dxc 700 au clinical chemistry analyzer. The samples were repeated with results considered correct. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. Data was provided for two patient samples.